Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus australia, omsc surmised there was the possibility this phenomenon was attributed to the camera cable unit failure of the subject device due to the unexpected stress by the user handling. Or this phenomenon might have been attributed to the ccd unit failure due to the unexpected stress to the head of the subject device. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was not displayed when the subject device was plugged in at the preparation for use. The user replaced the subject device to another device and completed the procedure. At the incoming inspection for the repair, olympus (B)(4) checked the subject device. There was no ccd failure. But it was found that the camera cable break which might be caused the image flickers when the camera cable was moved. There was no report of patient injury associated with this event.